Manufacturer narrative:
A hardware performance check and a photometer check were performed, and they were acceptable. The reaction monitor displayed unstable reaction curves. Some abnormally high points suggest a potential issue, possibly caused by air bubbles or particles in the cuvette. The field service engineer (fse) performed the following service actions: verified that no water was dripping from the cell rinse or overflowing when performing the cell detergent prime. Replaced all the cell rinse tubing, sample probe, reagent probe, valve, and heat-cut filter, and adjusted the water level. Verified that the current gear pump head was performing within specifications. Observed no abnormality in the reaction cells, and no water residue in the reaction cells after performing the cell-blank. Qc was performed, and it was within specifications. No further issues were reported after the service visit. The service actions performed by the fse resolved the issue. The cause of the event was consistent with a hardware-related issue.

Manufacturer narrative:
No reagent lot numbers with expiration dates were provided. Section e1, (B)(6).

Event description:
The initial reporter questioned the results for multiple patient samples and multiple assays on a cobas 6000 c501 module. Discrepant results were provided for 6 patient samples. Patient 1: the initial calcium (ca2) result was 0.71 mmol/l. The repeat result was 2.41 mmol/l. The initial cholesterol (cho2) result was 0.92 mmol/l. The repeat result was 7.69 mmol/l. The initial chloride (cl) result was 54.2 mmol/l. The repeat result was 105.1 mmol/l. The initial hdl cholesterol (hdlc4) result was 0.66 mmol/l. The repeat result was 1.27 mmol/l. The initial ldl cholesterol (ldlc3) result was 3.53mmol/l. The repeat result was 5.70 mmol/l. The initial sodium (na) result was 120 mmol/l. The repeat result was 141 mmol/l. The initial phosphorus (phos2) result was 0.65 mmol/l. The repeat result was 1.16 mmol/l. The initial total protein (tp2) result was 35.8 g/l. The repeat result was 72.3 g/l. Patient 2: the initial hdlc4 result was 0.88 mmol/l. The repeat result was 1.67 mmol/l. Patient 3: the initial cl result was 76.9 mmol/l. The repeat result was 101.4 mmol/l. The initial potassium (k) result was 3.45 mmol/l. The repeat result was 5.37 mmol/l. The initial na result was 165 mmol/l. The repeat result was 144 mmol/l. Patient 4: the initial altl result was 377.1 u/l. The repeat result was 37.2 u/l. The initial creatinine (crej2) result was 45 umol/l. The repeat result was 91 umol/l. Patient 5: the initial hdlc4 result was 0.41 mmol/l. The repeat result was 1.79 mmol/l. Patient 6: the initial cl result was 50.0 mmol/l. The repeat result was 100.5 mmol/l. The initial hdlc4 result was 0.97 mmol/l. The repeat result was 1.45 mmol/l. The initial k result was 3.23 mmol/l. The repeat result was 5.16 mmol/l. The initial tp2 result was 44.5 g/l. The repeat result was 71.5 g/l. The initial uric acid (ua2) result was 94 umol/l. The repeat result was 226 umol/l. According to the customer's laboratory protocol, samples with "unusual" results are repeated on another line. No questionable results were reported outside of the laboratory. After the initial point of contact, the customer alleged questionable high results for phos2. No specific results have been provided.